Event description:
It was reported that the numbers on the insulin pump were scrolling up when attempting to bolus. Customer also received a battery out limit alarm and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons function properly. However moisture damage was found on the keypad traces. No shooting up numbers, ramping numbers on their own or scrolling bar moving anomaly noted. All the operating currents were within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.